Event description:
This device was implanted in the patient's left shoulder on june 22, 1993 to attach the anterior cruciate ligament. It was used in conjunction with a washer which is packaged withthe screw. A second surgical procedure was performed on july 29, 1993 to remove approximately one inch of the screw because it had broken across the shaft at the second thread. At that time the broken portion of the screw was removed along with the washer. The remaining portion of the screw was left in the patient's shoulder.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.